Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt was brought to the operating room for revision of uni knee. Implants were removed with osteotomes and a primary triathlon total knee was implanted."